Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on 26 aug 2022. During examination of the right atrial (ra) lead, it was noted that there was noise and low pacing impedance. After further examination, it was suggested that lead insulation failure was the cause. No programing changes were made. There were no adverse consequences to the patient.